Event description:
The reporter indicated "the ivc (inferior vena cava) filter didn't open properly and then had to be removed. Once back out, the filter opened properly."

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. There was no photographic or physical evidence returned by the customer that would have allowed an investigation to take place. Without the necessary evidence, a thorough investigation cannot be completed. Determining a root cause and corrective action is not possible. If the samples are returned at a later date, then this complaint may be reopened for re-evaluation. Additional information provided in h.6. And h.11.